Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection for an hour between transmitter and smart device that occurred on (B)(6) 2015. Patient stated that signal came during troubleshooting. No additional patient or event information is available.